Event description:
There was an allegation of questionable high ise indirect gen 2 sodium results from the cobas 6000 c 501 module. The initial result on the first system was 137 mmol/l and was believed to be correct. The sample was repeated on the second system and the results were 155 mmol/l and 167 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The quality control results were acceptable. The field service engineer replaced the suction hose (vacuum tube) on the rinse unit. After the service visit, the system was running again and the se results were reproducible on both systems. The investigation determined the service actions resolved the issue.